Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. No visual non-conformities were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections . Based on the results of the evaluation the reported complaint was not confirmed. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. No visual non-conformities were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections . Based on the results of the evaluation the reported complaint was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.